Event description:
A pt with a suspected acute mi, was being transported to a rapid cath lab facility by the facility with the device being used for cardiac monitoring and performing 12-leads. According to the reporter, at some time during the transport, the device's monitor screen displayed service and wouldn't display the pt's ECG even after cycling power. The pt was transported to the facility and no adverse affects to the pt were reported as a result of he alleged malfunction.